Event description:
It was reported that contamination occurred. A 3.50 x 20mm agent drug coated balloon (dcb) was selected for instent restenosis percutaneous coronary intervention procedure. Upon opening the package, the balloon protector was not on the balloon, and the balloon was contaminated with no drug remaining on it. Procedure was completed using new dcb balloon and no patient complications were reported.